Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnostic procedures, and the procedure was completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to perform x-rays. Review of the system log file showed that there was an error in corrupted images received from image detection and ippc degraded disk bay board. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve this issue, fse replaced flat panel controller; calibrated and configured the system but the issue persists. So fse replaced lateral ippc hard disks; reloaded the software and recreated the image store for frontal and lateral ippc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.